Event description:
Hill-tech found bed in repair area and the bed would not go into reverse trendelenburg. No injury reported. Tech found the wiring from head hi/lo motor was not fully seated at logic board. Reseated the pins from head hi/lo motor to resolve the issue.